Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated twice earlier in the shift the arctic sun device stopped therapy due to erratic patient temperature. Stated temperature have been stable for the past 30 minutes. Had them flex temperature in cable and patient temperature (pt) stayed stable. Explained if that continues to be an issue to swap this cable for one on another arctic sun device. If issue persists beyond that it may be necessary to change the patient probe.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned for evaluation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be failed temperature in cable. However, there was insufficient information to confirm this potential root cause. Stated temperature have been stable for the past 30 minutes. Had them flex temperature in cable and patient temperature (pt) stayed stable. Explained if that continues to be an issue to swap this cable for one on another arctic sun device. If issue persists beyond that it may be necessary to change the patient probe. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated twice earlier in the shift the arctic sun device stopped therapy due to erratic patient temperature. Stated temperature have been stable for the past 30 minutes. Had them flex temperature in cable and patient temperature (pt) stayed stable. Explained if that continues to be an issue to swap this cable for one on another arctic sun device. If issue persists beyond that it may be necessary to change the patient probe.